Event description:
It was reported that a user experienced continuous glucose monitor (cgm) connectivity issues in which the ilet continued showing connection to a prior dexcom g6 sensor that had stopped providing readings after a sensor error, and after cgm toggling the ilet displayed a sensor warmup state; troubleshooting and education were provided for cgm signal loss. User experienced a blood glucose peak of 276 mg/dl with no adverse clinical symptoms reported. Outcomes included a temporary period without cgm-driven dosing while the system awaited cgm warmup. User support included guided troubleshooting that involved disabling and re-enabling cgm connectivity and confirmation of sensor warmup status. Investigation of this case revealed cgm signal loss with transition to a replacement sensor and ilet behavior consistent with awaiting cgm warmup, leading to elevated glucose due to absence of cgm data. It was concluded, based on previously established findings for similar reports, that the cause was user device communication interruption between the cgm and the ilet with expected system safeguards during cgm warmup.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.